Event description:
It was reported that an adverse event occurred while a pt was undergoing dialysis within a dialysis unit. This facility was contacted for further info. It was learned in feb 2006 that 15 minutes into the dialysis treatment, this pt experienced a hypotensive eposode w/ the bp going from 124/73 down to 69/37. The heart rate increased to 123 from 75 and then the pt became unresponsive. The pt was found to be not breathing and no pulse. The blood was returned and the pt was still unresponsive. 911 was called, CPR started. The paramedics arrived. The pt was intubated, and transported to the hosp. Also learned, was that the pt had previous treatments w/ this dialyzer will no ill effect. The pt had gained 7.8 liters of fluid and perhaps the decreased blood pressure could be a result of too much fluid removal, or that the dry weight is too low. Also, an orger is in place not to remove more than 3,000 ml in a treatment. Also, the pt has specific orders to keep the blood flow rate at 200 for the first 2 hrs and for this event, the blood flow rate was set at 250. This pt also has a history of being non compliant. The pt continues to receive dialysis as an outpatient w/ the 160nr dialyzer w/o any difficulty. No sample is available.